Manufacturer narrative:
(B)(4). The six additional proglide devices referenced are being filed under separate medwatch manufacturer report numbers. Evaluation summary: visual inspections were performed on the returned device. The reported suture break could not be tested due to device components not being returned. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: six additional used proglide devices were returned along with the already reported proglide devices. Reportedly, an unknown device failure occurred with the six additional proglide devices. No additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional perclose proglide devices referenced in describe event or problem are being filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery (rcfa) was attempted with ten proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when parking the foot of the proglide devices, it was noted that only one suture was present. A suture break had occurred. The suture was able to be gently pulled out and it was noted that there was no knot on the suture for all ten proglide devices. One additional proglide device was used for successful suture placement using the pre-close technique. The sheath was upsized to a 16f. The tavi was completed and hemostasis was achieved with the sutures of the pre-placed proglide device and manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.